Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -18.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was exchanged on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, lens stuck in cartridge, footplate rupture, lens implanted and then exchanged.